Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿scan again in 10 minutes¿ message from his adc freestyle libre sensor. He further reported that on (B)(6) 2019 he self-presented to his healthcare provider who performed a blood glucose test and received a reading of 306 mg/dl. Customer was diagnosed with hyperglycemia and treated with 15 units of apidra (insulin glulisine). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a ¿scan again in 10 minutes¿ message from his adc freestyle libre sensor. He further reported that on (B)(6) 2019 he self-presented to his healthcare provider who performed a blood glucose test and received a reading of 306 mg/dl. Customer was diagnosed with hyperglycemia and treated with 15 units of apidra (insulin glulisine). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: device mfg date has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was fully seated, observed a watermark at base of sensor tail. Removed sensor plug assembly and inspected sensor plug assembly, observed the sensor neck to have a crack across the width and through the carbon layer. No malfunction or product deficiency was identified.